Event description:
In 2009, the lay/user patient contacted lifescan (lfs) to report that one year ago, she used one touch ultra test strips that had been recalled. The sr. Medical surveillance specialist contacted the patient to obtain and clarify information; however was unable to reach her by telephone. The smss sent a letter requesting the patient contact medical surveillance. The patient alleged that during 2008, she used one touch ultra test strips that lfs had recalled. The patient takes humalog insulin using a pump. The patient reported that she experienced the symptoms of weakness, sweating and shaking while using the reported test strips. The patient received no treatment or medical attention. The lot of test strips in use was recalled by the company, due to the possibility of inaccurate readings. It would have been helpful to determine the date and time of the onset of symptoms, the patient's blood glucose readings obtained prior to the event, the doses of insulin taken based on those readings, if the patient tested her blood glucose level while symptomatic, and her expected readings. The test strips were replaced. No details were provided as to the patient's blood glucose readings prior to and during the reported event. The patient alleged she suffered symptoms suggesting severe hypoglycemia while using the reported test strips. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.